Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 1997, with unknown product. Subsequently, patient was revised on (B)(6) 2011 due to an unknown reason. Patient underwent radiographs on (B)(6) 2013, revealing the femoral screw had disassociated from the femoral stem. There has been no reported revision procedure.

Manufacturer narrative:
The screw is packaged with the femoral component associated with this medwatch. The femoral component was not reported to have been removed during the revision procedure on (B)(6) 2014 to retrieve the loose screw. Evaluation of the returned screw found damage which was most likely caused by being free in the joint space. The evaluation of the undamaged portion of the threads suggest the screw was conforming when it left biomet. Evidence suggests that the screw was not torqued sufficiently during installation.

Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 1997 with unknown product. Subsequently, patient was revised on (B)(6) 2011 due to an unknown reason. Patient underwent radiographs on (B)(6) 2013 revealing the femoral screw had disassociated from the femoral stem. A revision procedure was performed on (B)(6) 2014 to retrieve the loose screw.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.